Event description:
It was reported that a clearlink system extension set leaked from the first port (clearlink). The issue was further described as; upon flushing the tubing, a leak was observed from the first port resulting in fluid squirting out. However, it was unspecified if patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.